Event description:
It was reported that the insulin pump had a broken display. The customer's mother was not sure what the blood glucose reading was. She stated that there was a crack in the screen, which had occurred when the customer had gone wake boarding. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no moisture damage found on the electronic, motor, vibrator or battery tube assembly during visual inspection. The insulin pump had a cracked and bleeding lcd glass, cracked case on the lcd display window corners, minor scratches on the lcd display window, broken reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.